Manufacturer narrative:
Device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer indicated that no backup insulin therapy method was available and declined follow up contact from tandem technical support. Customer's blood glucose ranged from 117-118 mg/dl.